Manufacturer narrative:
Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00981. The pt received her scs system on (B)(6) 2010. It was reported that the scs system was explanted on (B)(6) 2011 due to discomfort in the chest area. Follow up on the pt found that once the system was removed, the discomfort in the chest area was resolved. The devices will not be returned to the manufacturer for evaluation. No additional information is available at this time.